Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's remote website transmission report is missing lead impedance trends (lit), message indicated "invalid data". Technical support (ts) conferenced on tachy ts and they found nothing when they checked the data. Ts recommended having the patient re-send manual remote transmission (tx), most likely give results, but if not, suggested having the patient come into the office. It was further reported about two weeks later, that the lit still indicated "invalid data", on the re-sent tx and when the patient was checked in the office. It was noted that the device is coming close to replacement time and clinician would like to know how the lead is doing. Ts informed the clinician that with a save to disk (s2d), can extract the lit data which was done and sent to the clinician. Tachy ts also explained there was at least one bit flip (memory error) in the memory that holds the data for the lit of data that is deemed invalid, the lit data will be invalid until that data point gets rolled out of the data; which is an eighty week cycle. Ts also informed clinician that the engineers explained that if the device notes that there is even one point of invalid data, instead of showing the trend, it shows "invalid data". Apparently as the data rolls through the trend, it (the invalid point) will eventually roll out. Once this happens the trend will come back. Unfortunately, cannot tell if the point is for a recent time or near the end of the eighty week trend. So the data might come back tomorrow, or it may not come back for another eighty weeks, but until it does, ts can get you the trends within a day or two. The website remains in use. No patient complications have been reported as a result of this event.